Manufacturer narrative:
(B)(4). Patient year of birth (B)(6). Concomitant medical products: shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners, pn 00875705201, ln 61726734. Metasul head 36 12/14 szm/0 /0, pn 00877003602, ln 2564470. Metasul taper liner ii/36, pn 00877001036, ln 2555965. Reporting source (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-05630. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced fascia latae rupture on the left hip. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.